Event description:
Received notification of complaint concerning above product via phone. Spoke with nurse manager of this acute dialysis program regarding this event. States that dialysis was initiated as per protocol on this pt who is one day post op coronary artery bypass graft. As soon as the blood passed through the dialyzer, the blood leak detector alarmed. Source reports that blood was not visible in the dialysate outflow right at this moment, but was clearly visible within one minute or less. States that treatment was stopped immediately. Estimated blood loss approx. 250-300 cc from loss of extracorporeal system. During the event the pt was stable, did not experience any transient hypotension. Source states that labs are pending. Dialyzer was saved, but source states that they have no way to flush/disinfect it.

Manufacturer narrative:
Date: 11/25/1998.